Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 23mm 3300tfx aortic valve implanted four (4) years, 10 months, was explanted due to ascending aortic aneurysm. The explanted device was replaced with a 25mm 11060a aortic valved conduit. Patient post-operative status noted as in recovery. Per medical records, patient presented to emergency department via ems after being found unresponsive outside of a store. Patient was found to be hypotensive and hypothermic which he was resuscitated with volume and vasopressors. Chest CT showed a large ascending thoracic aortic aneurysm measuring 7.3 cm without ruptures and acute fracture of the left l2 and l3 transverse process. Tee demonstrated 23mm 3300tfx aortic valve well-seated with elevated gradient without significant valve dysfunction. It also showed elevated mitral gradient without significant dysfunction. The ascending aorta was dissected to level of the innominate artery. The ascending aorta was replaced with a 30 mm graft with an open ended anastomosis reinforced with felt strip using 4-0 prolene. Patient underwent aortic root replacement with anastomosis of coronary buttons. Mitral valve replacement and reconstruction of aortic/mitral curtain (commando procedure) was performed using 25mm 11060a aortic valved conduit and 25mm 11400m mitral valve. Patient tolerated the procedure well and was transferred to cardiovascular ICU in stable condition. On pod# 4 patient underwent placement of dual chamber pacemaker due to av block. Patient discharged on pod #19. Concomitantly, the patient underwent explant of 5200 ring and implant of 25mm 11400m mitral valve.

Event description:
Through implant patient registry it was learned a 23mm 3300tfx aortic valve implanted four (4) years, 10 months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm 11060a aortic valved conduit. Patient post-operative status noted as in recovery. The patient also underwent mitral valve replacement with a 25mm 11400m mitral valve during the operation. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.